Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was reported to be due to a bowel infection; however, the cause could not be confirmed. The patient was discharged 5 days after admission. At the time of this report the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4): the product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h12l07031, h13d25038, h13e31025 and h13e21067 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).